Manufacturer narrative:
The device was not returned for evaluation. Therefore, we could not conclusively determine the root cause of the reported event. The safety balloon is intended to inflate when excess pressure is applied to the internal carotid balloon to reduce the possibility of injury by over-inflation. It is possible the balloon was over inflated or inflated too rapidly and resulted in the safety balloon inflating instead of the internal carotid balloon. The lot history record for the device was reviewed, no issues were found during manufacturing or packaging that would cause or contribute to the reported event. Note: this is report 1 of 2 related to the first catheter used in the event. Report 1220948-2023-00206 was submitted for the second device involved in this event.

Event description:
It was reported two pruitt f3 carotid shunts inflation occurred on the surgical field side instead of in the vessel during a carotid endarterectomy procedure. This caused the internal balloon to not inflate as tight as it should which caused bleeding. Note: this is report 1 of 2 related to the first catheter used in the event. Report 1220948-2023-00206 was submitted for the second device involved in this event.